Manufacturer narrative:
All inspection and manufacturing data of the device was reviewed; the lot was found to be conforming to specifications, and no manufacturing abnormalities were observed. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported dislocation was not likely related to the design, manufacture, and/or sterilization of the devices. The onkos distal femoral replacement IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects.

Event description:
It was reported that a patient implanted with an eleos distal femoral replacement underwent a revision procedure due to dislocation of their eleos poly spacer. The patient was revised on (B)(6) 2025. This event will be reported to the FDA as a serious injury due to the revision procedure.